Manufacturer narrative:
Investigation: production process: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to apifix specifications. Surgeon information and x-ray analysis: the patient was initially operated on (B)(6), 2020, the post-operation x-ray demonstrates that the screw was misplaced during the index procedure on patient complaint about pain, follow up x-ray on /jan/2021 show that the lower extender screw was out of the pedicle, due to screw misplacement. Placing screws correctly inside the pedicle is the surgeon's expertise and is not related to the apifix system. Risk assessment: at the time of this report (jun 03, 2021), the company's incident rate of screw misplacement is 1.6 % which is well within the rate reported in the literature 13 %(cer 727 rev t). The risk of misuse-the surgeon does not follow the IFU and/or the surgical technique guide that may lead to pain has been assessed and found to be acceptable (dms#777 rev q1 hazard ID 1.5) the current complaint does change the risk probability score. Event of pain addressed in the IFU warnings and precautions section: "metallic implants can loosen, fracture, corrode, migrate, or cause pain."

Event description:
The distributor reported that the patient will revise to the new apifix system on (B)(6) 2021 due to screw misplacement based on the follow-up x-ray.